Event description:
It was reported that the spinal cord stimulation (scs) patient was hospitalized and needed to have a magnetic resonance imaging (MRI) to be evaluated for stroke and heart-related issues. The patient has not used their implanted pulse generator (ipg) in approximately eight months due to not being able to receive adequate pain relief. It was found that the patients ipg had gone into hibernation. The patient was able to charge their ipg and have their MRI. The physician advised the patient to start using their scs system and to have the programming adjusted for the pain in her back and legs if needed.